Event description:
A 82-yr-old male admitted to ER on 11/5/95 complaining of dizziness and epigastric pain. Shortly after arrival he suffered a seizure, developed respiratory distress requiring intubation. Co2 detector used to check tube placement. First device did not work. Second one revealed correct placement of et tube. While bagging with ambu bag, ventilation became difficult. Pt sustained bilateral pneumothoraces, requiring chest tubes. Pt ventilating well on ventilator, however difficulty continued with ambu bag. It was ultimately discovered that white plastic cap had become lodged in the exhalation valve of the ambu bag. It is believed that the cap came from one of the devices the pt expired two days later.